Manufacturer narrative:
Follow-up #1: date of submission 03/05/2016.device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: review of the black box data and pump history revealed the last basal delivery was on (B)(6) 2015@6:21pm, the pump was powered off from (B)(6) 2015@6:27pm to (B)(6) 2015@4:19pm, and from (B)(6) 2015@5:48pm to (B)(6) 2015@10:50am, and last from (B)(6) 2015@11:02am to (B)(6) 2016@10:35am. The pump was never primed and deliveries were never resumed at power on. The battery compartment/cap is undamaged and able to fit securely on the pump. Manual time/date change is observed from (B)(6) 2015@5:29 pm to (B)(6) 2015@8:29pm. The total daily dose amounts appear to be inaccurate and record duplicate dates due the manual time/date change. On investigation, ¿ez-prime¿ steps were performed correctly and there were no delivery interruptions or any unusual activity occurred during the investigation. Investigation did not duplicate the ¿tdd history shows that some records are doubled¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; tdd history shows that some records are doubled: the same time and date are repeated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.